Event description:
It was reported that, during the implant procedure, r-waves on the right ventricular (rv) lead and p-waves on the right atrial (ra) lead appeared with acceptable values through the analyzer, but smaller measurements appeared once connect to the device. Measurements were also different on paper. Lead position appeared unchanged on fluoroscopy. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.